Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the device can not boot up. There was no reported patient involvement.

Manufacturer narrative:
One processor pca and one therapy pca were returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with the processor pca or with the therapy pca. Philips cannot rule out a malfunction of the processor pca or the therapy pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.